Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had the following issues: a dim, faded, discolored display screen, unresponsive up arrow and ok keypad buttons, a cracked battery compartment, short battery life and a priming issue involving motor noise. There was no reported adverse event associated with the complaints against this pump. These complaints are being reported because the alleged malfunctions remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: on examination, the keypad cover is intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal and damage, defect or contamination of the button contacts. Investigation did not duplicate the alleged keypad complaint.

Manufacturer narrative:
The pump case was intact without any damage. Investigation did not confirm the allegation of a cracked/damaged case and the battery cap was intact without damage and able to secure properly to the pump and maintain electrical connection. There was moisture corrosion found inside the battery compartment. A leak test was performed without evidence of leakage. Review of the black box data did not reveal any evidence of loss of prime. The black box data did reveal several random power on reset events with the voltage above the battery alarm/warning threshold prior these events. There were multiple alarms/warnings observed in the history due low voltage reading. The alarm history revealed loss of prime warnings recorded occurred after alarm for occlusion. On investigation, the pump powered on and emitted a low battery warning, confirming the battery life complaint. The display was noted to be dim, faded and discolored. Electrical currents were measured and found to be within specification. The pump was exercised for 24 hours without loss of prime occurring. The pump was opened for investigation and did not reveal evidence of moisture ingress inside the pump. There was no damage or defect of the power circuit. Investigation confirmed the display complaint and the battery life complaint; however, the loss of prime complaint and the complaint of case damage was not confirmed.